Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that (10) minutes after the operation started, the gasket of the 512hn tore. Another instrument was used to complete the case. There was no consequence to the pt.